Event description:
Reported via journal article it was reported that incomplete closure, thrombus, and stroke occurred. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman laa closure device with delivery system (wds) was used, and the closure device was implanted. The procedure was concluded. The patient was placed on aspirin and eliquis for oral anticoagulation (oac) medication regimen. At the 45 day routine follow up, a transesophageal echocardiogram (tee) revealed a 1 to 2 mm peri- closure device leak, and the patient was transitioned to aspirin and plavix for an additional 45 days. Three (3) weeks later, the patient presented with aphasia, right hemiparesis and right hemisensory loss and was found to have a left middle cerebral artery stroke. A tee identified a 3mm leak adjacent to the closure device and a 10 x 9mm mobile thrombus within the laa. The patient was resumed on therapeutic oac with warfarin. A repeat tee is planned after three (3) months of oac. No further interventions or patient complications were reported.

Manufacturer narrative:
Journal article published date used as event date literature citation: fender, e et al. (July 22, 2019). Left atrial appendage peridevice leak presenting with stroke. Jacc: cardiovascular interventions. 12(14). Https://doi.org/10.1016/j.jcin.2019.04.033.